Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose levels rose over 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. They reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient also reported the cannula was visible when the pod was removed, but was not inserted into the skin. Treatment information was not provided.